Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally filled tubing while connected to the pump. Customer's blood glucose (bg) level dropped to 35 mg/dl and went to the emergency room (ER). An intravenous (IV) of sugar was administered to address bg level. Reportedly, bg level returned to target range (165 mg/dl) after leaving the emergency room.